Event description:
Additional information received reported that the pump rotor study and the catheter dye study were normal. It was indicated that no interventions were required. The outcome of the patient was unknown, as they were still trying to find the right dose.

Manufacturer narrative:
Product ID 8709sc, lot# n189565009, implanted: (B)(6) 2009, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump (B)(4) revealed no anomaly found. Analysis of the 8709sc catheter revealed coring/tears/cuts in the seal of the sc connector.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a lack of efficacy with the pump. The patient was referred for a pump roller study and a catheter dye study. The patient received less that 50% therapy relief. The device system was used to deliver baclofen. No further information was provided. Additional information has been requested but was not available at the time of this report.

Event description:
It was later reported that the patient continued to have poor spasticity control. It remained unknown if there was an issue with either the pump or catheter despite the dye study and rotor/roller study. The pump and catheter were explanted and replaced on 2013-(B)(6). Patient status at the time of the report was alive with no injury.